Manufacturer narrative:
Product investigation summary: part 513.030 / lot 424267. The investigation of the drill bit has shown that the tip is broken off (unfortunately, the broken part remained in the bone and, therefore, could not be returned). The instrument was analyzed for conformance to print specifications, as well as the device history records were researched. No abnormal findings were identified. The broken device was manufactured in january, 2010. Based on these findings, it is likely that the cause of failure is not due to any manufacturing non-conformances; therefore, a heavy exceeding mechanical overloading situation during use likely caused the breakage (no further details are available). These are very delicate drill bits, which require extra caution during use. Please note: blunt drill bits require more mechanical power during the application, which is why it¿s recommended that blunt or damaged instruments be exchanged before surgery. No product fault could be detected. A heavy exceeding mechanical overloading situation during surgery, which exposed the device to parameters outside of the approved range, caused the breakage. As no product fault could be detected, no further action is required. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 27january2010. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery, two (2) screw heads broke intra-operatively. The tip of the screws remained in the patient. The drill bit also broke during surgery and remained in patient. There was a five (5) minute prolongation of surgery. This complaint involves one (1) 1.1 mm drill bit and two (2) unknown screws. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Patient information not provided by reporter exact date of birth unknown; year of birth is 1986. Additional product codes: hsz, gfa, gff. Device is an instrument and is not implanted / explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.